Event description:
A (B)(6) female patient's daughter called zoll customer support to report several 'adjust belt or check belt' messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. The cause for the service code is a shorted white pulse wire inside the trunk cable connector. The root cause for the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.